Manufacturer narrative:
Other, other text: one cadd administration sets - non flow stop was returned for analysis. The samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination. The tube had a pinhole in the tube. The sample was tested using a syringe to replicate the failure mode. Production personnel verifies that the dispenser is adjusted to apply a 0.188 ?? To 0.250?? Inch drop. At the start of the shift, when changing to tip or as required for adjustments, production personnel measures the uv adhesive drop size using the chart. Production personnel performs 100 percent visual inspection of the application of solvent; verifies two adhesive drops are present in the proper position and there is no excess adhesive on the "housing". Production performs a leak test to 4 units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials or components or equipment adjustment. Quality personnel takes a sample of fifteen units every two hours, prior to placing product in bag, in order to verify that parts are free of damage, scuffs, pinch marks, etc., cracks, crazing, cuts, or other workmanship defects that can affect assembly function or appearance. Leak test is properly performed.

Event description:
Information was received indicating the cadd pump alarmed air in line when used with a smiths medical cadd administration set. The reporter indicated that the nurse inspected the set and discovered leaking at the spot where the tubing exited the cassette. Upon further investigation, a small hole was identified at the location where the nurse spotted leakage. No patient was involved in this event. No adverse effects were reported.